Manufacturer narrative:
All available information was investigated, and the reported frayed lock line was confirmed via returned device analysis. The reported physical resistance (difficulty removing the lock line) and product quality problem associated with tangled lock line could not be replicated in a testing environment due to the device returned condition (lock line was returned out of the device). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported tangled and frayed lock line. The reported physical resistance (difficulty removing the lock line) was due to the tangled lock line. The reported unexpected medical intervention was a result of case specific circumstance as hemostats was used to untangle the lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to remove as it was very tangled and was frayed. The physician used hemostats to untangle the ll and deployed the clip without issue, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure.